Manufacturer narrative:
The lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon had difficulty inserting the intraocular lens (iol) into the patient's eye and had to enlarge the incision to take the iol out and insert a new one. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned; however, the empty lens case was received. Therefore, an investigation was not possible and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance reports, related to the reported event, were identified during the review. A search on complaints revealed no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation results, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.